Event description:
On 25-apr-2025, the clinical diabetes specialist (cds) reported that the user experienced low blood glucose (bg) of 31 mg/dl during which they lost consciousness. Emergency medical services (ems) were called, and they treated the user on scene with glucagon and did not require hospitalization.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends, no malfunction alerts occurred just prior to or on the day of the event. The cause of the user's hypoglycemia is indeterminate.